Event description:
It was reported that few days after the implant, the patient experienced numbness/tingling in the right hand. Follow-up indicated that the issue was resolved without any intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.